Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by customer that drops were not seen from the tubing during the fill tubing step. The customer then disconnected the tubing from the cartridge patient line and observed insulin escape the cartridge. The customers blood glucose (bg) level was impacted (249 mg/dl). The customer took a manual injection to stabilize bg level. It was indicated that the customer reverted to manual injections as alternate insulin therapy.